Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a "dimpled pump" the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that the pump stayed flat when the patient pressed the pump. This occurred 2 weeks ahead of surgery and the patient got well after this surgery. It was added that the patient got well after this surgery.

Manufacturer narrative:
Pump malfunction was reported. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The product analysis confirmed the allegation as contamination would cause the pump to malfunction.

Event description:
It was reported that due to a "dimpled pump" the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Additional information was received that the pump stayed flat when the patient pressed the pump. This occurred 2 weeks ahead of surgery and the patient got well after this surgery. It was added that the patient got well after this surgery.